Event description:
While using a byte day aligners, patient reported that they have ongoing issues with their bite aligning correctly with their first set of aligners. The second set of aligners they report that they still have bite alignment issues and that it has caused chipped teeth and overall discomfort. Requested more information to further evaluate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.